Event description:
It was reported that during 3 month follow up, x-rays revealed screw breakage in c5. The physician does not plan to revise at this time and reports that the patient appears to be doing very well.

Manufacturer narrative:
No discrepancies or deficiencies were identified with the product labeling and instructions for use. Review of the device history record did not indicate any material, processing or dimensional discrepancies. From the provided x-rays, the plate did not appear to be fully seated to the vertebral body as prescribed in the surgical technique. It is not known if the plate was flush at the time of implantation but the gap plus an extreme angle and step created from the gap most likely created a stress point and lever arm leading to screw fracture. No other system deficiencies, system discrepancies or user/patient factors were identified. Note: the information contained in this report represents the most complete and up to date information available. It does not constitute any admissions, but presents the results of the investigation based on the information available. This is the final report. Should any additional details become available that impacts or changes the information contained in this report, a supplemental report will be submitted.